Event description:
It was reported that the patient was shocked due to a fast ventricular tachycardia. The shock accelerated the rhythm to torsades. It took multiple shocks to convert the arrhythmia. Therapy was exhausted. An in-office follow-up found the battery was down to 16% today but was at 24% the last day of december. The patient electrolytes were out of balance. The patient has a left ventricular assist device. The doctor elected to program the subcutaneous implantable cardiac defibrillator system therapy off for now and continue monitoring. There were no additional adverse patient effects. The system remains implanted.